Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime and compromised forced sensor system test, excessive no delivery test and displacement test or verify motor error alarm, back light and un response button due to blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had motor error alarm. Customer was able to rewind. Customer stated that insulin pump passed self test. The product will be returned for analysis.